Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03167. Related manufacturer reference number: 3006705815-2019-03168. It was reported that an anchor was found to be superficial. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the anchor and a lead were placed deeper into the tissues. This addressed the issue.